Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter device is filed under separate medwatch report number.

Event description:
This is filed to report the bleeding requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. During the preparation of the steerable guide catheter (sgc, 20606r148) a leak was observed. When injecting saline solution through the lateral flush port, leakage was observed in the connection between the hemostatic valve and the dilator. There was no patient involvement, and it was decided to replace the sgc. A new sgc (20606r149) was advanced in the patient and two xtw mitraclips were successfully implanted reducing the mr to a grade of 1-2. After removal of the sgc, the patient presented with more significant bleeding through the femoral venous access. The bleeding was observed just after the femoral vein puncture guided by ultrasonography. The patient underwent vascular surgical intervention for vessel suture and bleeding containment. The cause of the bleeding was thought to be due to transfixed superficial varicose plexus. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on available information, the reported hemorrhage appears to be due to procedural conditions. Additionally, hemorrhage is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported surgery is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.